Event description:
It was reported that customer went through multiple cartridges and felt insulin was not being delivered, but specific cartridge issue and event dates were not provided. There was no reported impact to the customer¿s blood glucose level. Customer declined follow-up, so no additional troubleshooting occurred and no further information was received regarding the outcome of the event.